Event description:
Patient reported that upon switching to her backup pump, an error message appeared indicating service due (03/07/2019). The reported product fault occurred while in use with patient, however, the product issue did not cause or contribute to patient or clinical injury. No additional details are available at this time.

Manufacturer narrative:
Additional information received: patient history information.